Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump was off for a few months, and when the pump was turned back on the time and date were inaccurate. Tandem technical support guided the customer through adjusting the pump time and date. Customer's blood glucose level was not impacted.